Event description:
Reporting status: death. Reporting rationale: thrombosis; death. Device issue: no device malfunction has been reported. It was reported that the procedure was to treat severely calcified lesions in the distal and proximal left anterior descending (lad). The patient arrived in the cath lab in cardiogenic shock. The lad was dilated with another company's balloon at which time a perforation occurred in the distal lad. The same balloon was used to partially seal the perforation, and then the graftmaster was advanced, but was unable to cross. As the graftmaster was withdrawn, the stent dislodged in the proximal lad. A snare was used to successfully remove the stent. Another graftmaster, same size, was deployed to seal the perforation. Two additional stents (vision and another company's stent) were implanted in the proximal lad to complete the procedure. The patient expired several hours later. No additional event or patient information is available. The coronary des/bms task force determined probable stent thrombosis in the graftmaster stent due to the unknown cause of death within 24 hours.

Manufacturer narrative:
The graftmaster (part 12744-19, lot 505765), has been filed under MFR# 2024168-2009-01138.